Event description:
A customer reported experiencing multiple intermittent occlusion alarms. The customer's blood glucose level did not exceed 500 mg/dl or cause the cgm to read "high," to resolve the issue, the customer changed the cartridge and resumed insulin delivery. Technical support provided a replacement pump. Reportedly the customer will continue to use current pump.